Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, e1(initial reporter, event site mail), g3, g6, g7, h2, h3, h6(type of investigation, investigation findings, conclusion), h11. The customer reported they are still able to use the machine however every use a battery replacement message was displayed. No field service engineer was dispatched. A replacement battery was sent to the customer. The battery was sent via a free of charge replacement and this was supply only. Therefore, an engineer was not attending and the case has been closed. If any relevant information is received, the complaint will be reopened an updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, the cardiosave intra-aortic balloon pump (iabp) required battery maintenance was still able to use machine currently, looks like battery is full through machine but every time they turn it on replacement required in bay 1. No patient involved.